Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced hyperglycemia and self treated with humalog insulin (dose unknown), lantus insulin (dose unknown) for treatment. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 52 mg/dl was compared to a reading of 172 mg/dl obtained on a competitor brand meter. The length of sensor wear was 7 days. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.